Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was "high", however, a specific value was not provided. The customer administered a manual injection (mdi) to address the bg level, and continued to use mdi as alternative insulin therapy.